Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the gray connector was confirmed, and was considered manufacturing related. The implicated product was a 5fr triple-lumen powerpicc provena solo. The extension leg and gray solo connector were the only items returned for investigation. The gray connector was cracked and the fractured pieces remained attached to an injection cap. The valve was still held in place. Cavity ¿j¿ was identified in the gray connector. The remainder of the catheter was not returned for investigation. A microscopic examination revealed that the crack had sharp edges and no plastic deformation was observed. A lot history review (lhr) of rebw0270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that at the end of the PICC placement the catheter hub cracked and broke apart when needless injection cap was connected. The PICC was removed and a new PICC placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that at the end of the PICC placement the catheter hub cracked and broke apart when needless injection cap was connected. The PICC was removed and a new PICC placed.